Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found no physical damage. A review of the event history log was not available. During the functional testing, it was found that the remote dose connector was not recognizing the remote cord when it was pressed. A faulty remote dose connector was found to be the issue. The remote dose connector was replaced. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported serial number.

Event description:
It was reported that the pump didn¿t recognize the bolus cord. The unit was not dropped and there was no delay in therapy. There was no patient involvement and no patient harm/adverse event reported.